Event description:
It was reported an echo performed 11 days post-op revealed insufficiency. At explant, one leaflet did not appear to be coapting. The valve was removed and replaced with a mechanical heart valve. Additional information has been requested.